Manufacturer narrative:
As reported, the outback catheter became stuck on a non-cordis wire and would not come out over the wire. There was no reported injury. The target lesion was the left superficial femoral artery. The lesion was moderately calcified. There was no vessel tortuosity. The device was used for a chronic total occlusion (cto). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Initially, both a 6 french crossover sheath and the non-cordis wire were able to get across the lesion. There was no resistance at all going in and there were no problems advancing needle. The wire threaded reported to be fine and the needle was pulled back in. After it was noticed that the outback was stuck, the user tried to remove the outback several times but was unable to remove it from the wire. The entire system was pulled out. A new non-cordis wire was used and the new outback catheter was advanced over that. The lesion was crossed and the second outback catheter was able to be removed without any incident. The procedure was completed with good results. The device will not be returned for evaluation as it was discarded. Additional procedural details were requested but are unknown. The product was not returned for analysis. Review of lot 17588156 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instruction for use, users are cautioned that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback catheter. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the outback catheter became stuck on a non-cordis wire and would not come out over the wire. There was no reported injury. The target lesion was the left superficial femoral artery. The lesion was moderately calcified. There was no vessel tortuosity. The device was used for a chronic total occlusion (cto). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Initially, both a 6 french crossover sheath and the non-cordis wire were able to get across the lesion. There was no resistance at all going in and there were no problems advancing needle. The wire threaded reported to be fine and the needle was pulled back in. After it was noticed that the outback was stuck, the user tried to remove the outback several times but was unable to remove it from the wire. The entire system was pulled out. A new non-cordis wire was used and the new outback catheter was advanced over that. The lesion was crossed and the second outback catheter was able to be removed without any incident. The procedure was completed with good results. The device will not be returned for evaluation as it was discarded. Additional procedural details were requested but are unknown.